Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided could not confirm locking caps loosening post-operatively. The exact cause of the reported issue could not be determined.

Event description:
It was reported multiple locking caps have popped off post-operatively.